Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pockets were failed. A field service engineer (fse) stated that the customer reported to have multiple cubies failed, although no faults were detected upon arrival. The system was powered down and the row board connectors on drawers 6.1 and 6.2 were reseated. Following this, the hardware test application (hta) test was successfully passed. The customer conducted inventory of the medications stored in the affected pockets to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6.2 cubie pocket e1, d3 had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.